Manufacturer narrative:
The field service engineer (fse) found that the vacuum was low and after running the iabp, the volume became lower. The iabp passed all tests, including the auto-fill test, but the vacuum is giving the marginal results and the compressor should be replaced. The biomedical engineer will be ordering the compressor and replacing it. After the biomed replaces the compressor he will then release it for clinical use. The iabp was returned to the customer but not cleared for clinical use until the compressor has been replaced. We have requested update from the customer on the replacement of the batteries and the status of the iabp. If this information is provided, we will submit a supplemental report.

Event description:
During service test performed by the customer, it was reported that the intra-aortic balloon pump (iabp) had purge and vacuum issues. There was no patient involvement, thus no injury or adverse event was reported.

Manufacturer narrative:
It was reported that the biomed cleared the intra-aortic balloon pump for clinical use after the compressor was replaced. All functional and safety checks were completed to factory specifications.

Event description:
During service test performed by the customer, it was reported that the cardiosave intra-aortic balloon pump (iabp) had purge and vacuum issues. There was no patient involvement, thus no injury or adverse event was reported.